Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient faced a bent cannula issue on (B)(6) 2026.the patient experienced hyperglycemia and received treatment with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.